Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose between 40 mg/dl and 50 mg/dl. Troubleshooting could not be performed as caller was not comfortable dealing with the insulin pump and customer was not available. Caller was advised to have customer call in order to troubleshoot.